Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during the procedure of a myomectomy by hysteroscopy, when performing the resection of the uterine myoma, the use of cutting loop 21 charr sheath 7 mm bipolar #41 ref. 26055gp1 breaks with uses 0 out of 4, leaving it disabled, to finish the procedure another loop of the same reference is used with uses (2 out of 4), this does not cause any damage to the patient. No harm to patient, user or third reported.